Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a shaft break occurred. A fetch®2 catheter was selected for a thrombectomy procedure in the right coronary artery and the catheter shaft broke. There were no patient complications reported.